Event description:
It was reported that the xenon light source had no image. The event occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. However, the new findings were observed based on information from customer and regional repair center. In addition, the following reportable malfunctions were identified during the device evaluation: tank corroded (receptacle). A probable root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of corroded tank is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.